Event description:
After administering 2ml of heparin flush 10u/ml (6ml syringe) into a PICC line, the syringe was noted to have precipitate/sediment floating inside. No particles were visualized entering the pt. No other medications were reportedly administered immediately before and after this flush solution.